Event description:
It was reported that on (B)(6) 2018, the patient had his ams800 artificial urinary sphincter 61cm balloon replaced due to "puncture". A new 61cm balloon was implanted at the revision surgery.

Event description:
It was reported that on (B)(6) 2018, the patient had his ams800 artificial urinary sphincter 61cm balloon replaced due to "puncture". A new 61cm balloon was implanted at the revision surgery.

Manufacturer narrative:
Returned to manufacturer date.